Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited error code 1261. No adverse patient effects were reported. Per reporter no additional information is available at this time.